Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported a rupture of the right device. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles on shell, flat creases, and an extended opening. Weight measurement of the device identified device was underweight. Microscopic analysis was performed and identified wear abrasion and curved openings with striated edges on anterior and radius sides. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage.

Event description:
Medical staff reported a rupture of the right device. The device was explanted.